Event description:
It was reported that while the doctor was inserting the screw through the plate into the bone, the screw was not finding proper purchase. After the removal it appeared as if the thread had unwound or peeled off at the screw shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the measurable dimensions of the returned screw could not be checked as we did not know the lot number. The given information led us to believe that the screw may not have been screwed into the plate accordingly. Therefore, we do suppose that some metal swarf came off the screw after the removal. Please note that we have not had a single complaint with this item so far. No product fault could be detected.